Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose was 300 mg/dl. Reportedly, the cartridge was changed to address the issue; however, the customer reverted back to an alternate method of insulin delivery.